Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).

Event description:
The customer reported that rejected images can be retrieved and forwarded. There was no rep pt injury associated with this event.